Event description:
It was reported to boston scientific corporation that while unpackaging the radial jaw 3 biopsy forceps device, it was noticed that the jaw was deformed. The device was not used in the case. The procedure was completed with another radial jaw 3 biopsy forceps device.

Manufacturer narrative:
Visual examination of the returned device confirmed that the forceps jaw was bent. The cause of the reported malfunction is not determined.